Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. Customer's blood glucose level was 390 mg/dl. Reportedly, customer was able to load the cartridge with insulin by taking the needle out, re-positioning it, and then pushing down on the plunger.